Manufacturer narrative:
Citation: chen yh et al. Membranous septum length predicts conduction disturbances following transcatheter aortic valve replacement. J thorac cardiovasc surg. 2020 jul 28;s0022-5223(20)32230-3. Doi: 10.1016/j.jtcvs.2020.07.072. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding an evaluation of membranous septum length measurements and implant depth to predict conduction disturbances following transcatheter aortic valve replacement (tavr). All data was collected from a single center between march 2013 and march 2019. The study population included 195 patients and was predominantly female with a median age of 82 years. All patients were implanted with medtronic transcatheter valves: corevalve (114) and evolut r (81). No serial numbers were provided. Among all patients, adverse events included: new permanent pacemaker implantation due to complete heart block (5 cases) or atrial fibrillation with bradycardia (1 case); new onset left bundle branch block without pacemaker implantation (32 cases); valve dislodgement requiring surgical aortic valve replacement (1 case) or implantation of a second valve (1 case); valve dislodgement prior to full release from the delivery catheter system (dcs) requiring retrieval of the partially deployed valve through the introducer sheath and reimplantation into the annulus (3 cases); valve recaptured/repositioned due to initially deep implant depth or because bradycardia or advanced atrioventricular block occurred before full release from the dcs (9 cases); and moderate to severe paravalvular leak (5 cases). Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.